Manufacturer narrative:
Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 131-132 mg/dl.